Manufacturer narrative:
Corrected data: correction on aware date 01/19/2020 b 3 updated.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis. Accuracy testing was performed. The customer's problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published plus or minus 6 percent delivery accuracy specification. No problems were found with the fluid delivery of the pump.

Event description:
Information received on a smiths medical cadd solis vip 2120 pump failed accuracy -8.75% . Event occurred during testing and no patient involvement .